Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland manufactures the heater-cooler system 3t. The event occurred in (B)(6). The device was kept out of the operating theater during the procedure. A livanova field service representative was dispatched to the facility to investigate. However, the service technician could not confirm the reported issue since no water residues and no evidence of damages due to the reported water leak could be found. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Since the reported event could not be confirmed, no root cause could not be identified. The unit was returned back into service in its proper function. Device not returned.

Event description:
Livanova deutschland received a report of a heater-cooler system 3t leaking from the bottom part. There was no report of patient injury.